Event description:
It was reported that the patient experienced discomfort at the spinal cord stimulation (scs) implantable pulse generator (ipg) site situated at the right lower back. The patient underwent a procedure in which the ipg was relocated to the right subclavicular region, requiring the additional placement of lead extensions.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations related to the event occurred during manufacturing. The device was not returned as it remains implanted in the patient. As such, physical analysis has not been conducted in our laboratory. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Labeling states that persistent pain at the ipg or lead site is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. The ipg was not returned as it remains implanted in the patient, as such, physical analysis has not been conducted in our laboratory. However, the labeling review was conducted. This review determined that discomfort/pain is a known inherent risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient experienced discomfort at the spinal cord stimulation (scs) implantable pulse generator (ipg) site situated at the right lower back. The patient underwent a procedure in which the ipg was relocated to the right subclavicular region, requiring the additional placement of lead extensions.